Manufacturer narrative:
One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and damage about the implant body, and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 13 (universal) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63164590. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63164590) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvmb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive root cause could not be identified. However, the most likely cause for the event is patient parafunction over the course of 4 years.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date is unknown.

Event description:
It was reported that the implant fractured and had to be removed. It was not indicated if patient will return for additional appointments. Tooth #13.